Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation .the visual evaluation confirmed a faint brown stain or a foreign substance in the dressing, establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
I was reported, that when a melolin non sterile 10 x 20cm ctn 75 was taken out from the carton, it had brown stain or a foreign substance in the dressing. No patient nor treatment was involved.